Event description:
A malfunction alarm was reported during the pumping process with the device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted. Consequently, the customer switched to an alternative method of insulin delivery and technical support arranged for a replacement pump to be sent. The customer was also instructed on how to prepare the faulty pump for return.